Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that replacement of a lead due to chronic capture threshold and impedance increase was considered. No lead noise was noted. Lead echogram was planned. The lead was capped and replaced. The patient experienced some shortness of breath. Programming changes were made and the symptoms of shortness of breath disappeared. The patient was stable before, during and after the procedure.